Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one grip close cable broken at the distal idlers pulley. The idler pulley spun freely; however, the pulley exhibited damage on the edge and on the surface. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the megasuturecut needle driver instrument, it was noted that the wires on the instrument were frayed. No missing or fallen pieces were reported.